Event description:
Related manufacturer report number: 2017865-2021-36799. It was reported that during in clinic follow-up, the patient presented with oversensing due to noise and undersensing on the atrial channel of their pacemaker. The noise oversensing also noted on patient's right atrial lead. The noise was reproducible via patient's motion and resulted in inappropriate automatic mode switching. Programming change was performed in order to address the issue. The patient was in stable condition.